Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia and alleged for receiving pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) seven times, battery failed alarm, pump was exposed to magnetic field due to airport body scanner. The customer reported blood glucose value of 250-260 mg/dl. The event involved products mmt-1884, unomedical and unk_reservoir. Troubleshooting was performed for pump error. Customer was able to clear the error and pump passed displacement test and self test. Error table indicated that replacement was required. Troubleshooting was performed for battery failed alarm. Customer did not have a new battery available. Advised customer to obtain new battery and call back to continue troubleshooting. Troubleshooting was declined by the customer for high blood glucose. No further patient complications were reported. No product return is required for unomedical and unk_reservoir. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.